Manufacturer narrative:
Correction: h4 - manufacturing date - the manufacturing site reported that the manufacturing date for the device is february 24, 2021. Section d9: device available for evaluation? Yes. Returned to manufacturer: yes. Returned to manufacturer date: july 30th, 2021. Section h3. Device evaluated by manufacturer? Yes. Section h6 coding: type of investigation: 10, 3331. Investigation findings: 213. Investigation conclusions: 67. Device evaluation: the handpiece was received, autoclaved and evaluated. No exterior or internal abnormalities were observed. The reported event of occlusion could not be confirmed. Per attached DHR summary page provided all devices meet material, assembly, and performance specifications at the time of product release. Based on the information obtained, there is no indication of product malfunction or product deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints.

Manufacturer narrative:
Patient age or date of birth, weight, and ethnicity: unknown, not provided. Date of event is unknown as it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
During a cataract procedure, the phaco tip was clogged. A description from the surgery center indicated during the phaco procedure, there was poor vacuum and frequent clogs. The procedure was completed, and no patient injury reported. Through follow up, the surgery center has 8 phaco handpieces that were in use at the time of the event. The clogging occurred during the procedure 3 or 4 different times/events, however unable to determine which specific handpiece had the clog during surgery. As a proactive measure, all handpieces will be reported and returned for evaluation. This is 8 of 8 reports.